Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 3 devices were received for evaluation. The reported event was confirmed for 3 devices. Approx 1 device was found to be have a damaged e-box. Approx 1 device was found to have bearing damage. Approx 1 device was found to have broken gear train teeth. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device overheated. Approx 2 reported events had no patient involvement; no patient impact. Approx 1 reported events had patient involvement; no patient impact.